Manufacturer narrative:
The returned device was evaluated. The device packaging was received in an opened condition. Visual inspection of the device handle found that the reported issue was confirmed. The stopper was observed to be missing, however, no other abnormalities are found on the device. The needle appeared to be intact without biomaterial. The handle is functional and the needle could extend or retract smoothly without any issue. The device works as intended. Device history record was reviewed and showed the product met all specifications upon release. Per the IFU (instruction for use), it states: if any of the following irregularities are detected, replace with another periview flex device. Inspect the replacement the same way: confirm that the stopper is attached to the handle. Based on the information and DHR review, the gray stopper was missing could be due to misplacement by the user, or may have gotten lost during shipping and handling. Olympus will continue to monitor the field performance of this device.

Event description:
A report of gray stopper to keep the needle out at 1mm is missing was reported. The issue was found during a diagnostic radial ebus (endobronchial ultrasound bronchoscopy) procedure. The intended procedure was completed with the same device. There was no patient harm or impact reported due to the event. No user injury was reported. This report is related to reports patient identifier (B)(6).